Event description:
On (B)(6) 2013, the reporter, the patient's father, contacted animas and alleged that last night the patient did his own set /cartridge change and this morning his blood glucose (bg) was over 400 mg/dl with moderate ketones. Patient treated bg at home, and bg now 200 mg/dl with negative ketones. Father reported no alarms and was asking if the pump should have alarmed when no insulin was given. Father does not have pump in hand and is currently driving. Advised to call back after he is home with pump in hand to check the history for alarms, prime amounts, tdd, and complete troubleshooting of the pump. This complaint is being reported based on the allegation that a patient on pump therapy experienced hyperglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.